Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter and the lasso got stuck in the mitral valve and when removed, the tip of the catheter was frayed with exposed wires. The lasso catheter got stuck in the mitral valve. They advanced the sheath over the lasso catheter, and it came out. When inspecting the lasso, they noticed that the tip of the catheter was frayed, and it was not noticed before the case. No medical intervention was provided at the time and the patient is reported to be in stable condition. No adverse patient consequence was reported. The damage resulted in wires being exposed but did not result in lifted or sharp rings. There was resistance and difficulty in removing the catheter. The catheter became lodged and the mitral valve leaflets. The issue was found at the distal tip of the lasso. The catheter was pre-shaped, and the sheath used in the case was a cardio focus laser balloon sheath. The outer french size was 16 french and the inner lumen is 12 french.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30647945l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter and the lasso got stuck in the mitral valve and when removed, the tip of the catheter was frayed with exposed wires. No medical intervention was provided at the time and the patient is reported to be in stable condition. No adverse patient consequence was reported. The damage resulted in wires being exposed but did not result in lifted or sharp rings. There was resistance and difficulty in removing the catheter. The bwi product analysis lab received the device for evaluation on 10-mar-2022. The device evaluation was completed on 31-mar-2022. The product was returned to biosense webster for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the loop of the lasso has been damaged with internal parts exposed. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following contraindications: the retrograde approach is contraindicated because of the risk of entrapping the lasso¿2515navecovariable catheter in the left ventricle or valvular apparatus. The lasso¿2515navecovariable catheter is not recommended for use in the ventricles. A manufacturing record evaluation was performed for the finished device batch number, and internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001063434